Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported white screen was verified through a review of the event history log and reproduced during evaluation. Evaluation determined that the processor printed circuit board (pcb) was the failing component. The processor pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. The customer attempted to resolve the issue by reseating the ribbon cable on the inside but was unable to resolve the issue. There was no patient involvement. No additional information is available.